Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 31 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. Nothing further was reported.